Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user inserted and secured the trip wire in the handle and then tied it to the ligating unit. When the user was about to pull the trip wire, it was noted that the trip wire could not be pulled. The procedure was completed with another speedband superview super 7device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be fine. Investigation results revealed that the suture broke; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Received one speedband superview super 7device for analysis. Visual examination of the returned device noted presence of residue indicating use/handling. Examination of the ligator head found seven bands present and in proper position. No damage was noted on the ligator teeth. The suture was broken with portion still attached to the ligator head and the trip wire loop, most likely due to removal of the device from the scope. The trip wire adjacent to the handle was bent. The trip wire was not properly secured in the handle assembly slot, with the proximal end incorrectly wrapped around the handle post, gouging the post. There was no evidence present that the trip wire was secured in the handle slot. The handle bracket was also noted to be damage due to incorrect placement of the trip wire. Examination of the handle assembly found the trip wire not properly wrapped around the spool but instead was caught between the spool and the handle bracket. Functional evaluation was not performed due to damage of the handle assembly. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.